Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant results were obtained for carbon dioxide (co2) on a dimension vista 500 instrument. A customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: replaced the sample probe 1 (s1) mixer, replaced the probe, ran complete system check, ran mix test, determined problem with sample 1 (s1) arm. On a subsequent visit the cse performed the following: replaced the s1 coupler assembly, auto aligned s1, performed bottom of cuvette (boc) correction, ran service methods s1mix and overmix, performed off-peak activity and probe test, replaced reagent probe 2 (r2) mixer, re-ran service methods reagent probe 2mix, reagent probe 2 overmix for reagent probe 2 arm, completed check1 on r2 and re-ran all quality controls (qc) the qc recovered acceptably. Siemens further investigated and determined that the malfunction of s1 arm and s1 mixer potentially contributed to the discordant, falsely low co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on 3 patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.